Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary broke at the joint below the mouth of the instrument when the surgeon started disectomy. The tips no longer meet making the instruments un-usable. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior shaft is broken at the lower portion of the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The fracture jaw was not returned.